Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive change over time. On (B)(6) 2022 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Expiration date: 03-31-2025. (B)(4). Claim#: (B)(4).